Event description:
It was reported that stent damage occurred. During preparation as the synergy xd mr us 3.00 x 48mm was removed from the packaging, the stent was stripped. The procedure was completed with another device and no patient complications occurred.

Event description:
It was reported that stent damage occurred. During preparation as the synergy xd mr us 3.00 x 48mm was removed from the packaging, the stent was stripped. The procedure was completed with another device and no patient complications occurred. It was further reported that there were no issues noted with the packaging of the device. There was no resistance noted when removing the stent protector and mandrel from the device.